Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 600mg/dl. The customer was not wearing the insulin pump for 8 days prior to the time of hospitalization. The customer stated that they were out of supplies. Customer was treated with manual injections as well as intravenous drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.